Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drips of insulin were seen during fill tubing. Reportedly, the luer lock connection was not properly connected. The user successfully reconnected the luer lock. There was no impact to the user's blood glucose level.